Manufacturer narrative:
Concomitant medical products (therapy date is estimated) the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report: 3006705815-2019-03863. It was reported patient experienced ineffective therapy after couple of weeks of the permanent implant (approximately 16 aug )trouble shooting did not resolve the issue . As a result patient underwent surgical intervention , where the leads were replaced with a penta lead. Post operatively effective therapy was restored .